Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was due to patient condition due to patient's tortuous anatomy as per the clinical description provided.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 59-year-old female patient with cardiomyopathy was to be implanted with an impella 5.5 device for mechanical circulatory support. It was reported that impella 5.5 was unable to advance through the innominate artery due to the patient¿s tortuous anatomy. An impella cp was placed instead. There was no patient harm.